Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient treated for pain management with an implantable neurostimulator experienced constant electrical shocks and burning sensations at the implant site when moving, as well as a sensation described as "hot needles" going into the back. The patient reported severe pain at the implant site. No testing or imaging was conducted. The patient was advised not to charge the implantable neurostimulator due to the pain experienced and was redirected to their healthcare provider for further evaluation.